Event description:
Our distributor reported that the base of iw930 cosycot infant warmer was broken. No pt consequence was reported.

Manufacturer narrative:
Replace the base of the infant warmer. An investigation was carried out based on the event descriptions and results of previous investigations on similar complaints, as the complaint device has not been returned. Results: broken bases of the cosycot infant warmer, due to excessive weight loading, is a known problem. Total weight of the device, including accessories and pt, exceeding 115 kg may, under certain circumstances, cause cracks in the plastic legs' base and damage to the base electric elevator mechanism. Conclusion: we have an open CAPA to address this issue. The corrective action, informing the users of the maximum weight for the cosycot infant warmer and to inspect the bases of their cosycots, is expect to be completed by end of 2008.